Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose of 25mg/dl and the paramedics were called. The caller stated that the customer was feeling weak prior to the event, but his blood glucose was stable. The wife believes that the customer did not eat enough, which may have caused his low sugar. Troubleshooting was performed. The programming was correct, and the reservoir was showing the same amount of insulin as shown on the status screen. The caller mentioned having issues with the sensors. The wife stated that she found him on the floor unconscious and his blood glucose was reading 85mg/dl, but when she did the finger stick his blood glucose was 25mg/dl. Advised the wife to call back if issues persist. No further information was provided.